Manufacturer narrative:
Date received by manufacturer: 16sep2019. The replaced pm pcba (power management printed circuit board assembly) was returned and failure investigation was performed on 13-sep-2019. The pm pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. The field service engineer (fse) evaluated the unit and found the battery failure diagnostic code in the logs. The battery and the power management board were replaced to address the reported issue. The ventilator successfully passed functionality testing after the repair was completed and was returned to use.

Event description:
It was reported that the ventilator had a battery failure. There was no patient or user involvement.